Manufacturer narrative:
(B)(4). Initial and final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4) no samples were returned for analysis. Consequently, the investigation was not able to evaluate a complaint sample in regards to the reported failure mode. The lot number for the complaint sample was not provided in the complaint report. Consequently, a device history record review could not be performed. Since no complaint sample and no lot information was provided for evaluation with this complaint report, the investigation was not able to identify a probable root cause. Since no probable root cause was identified of this complaint, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve has fallen off. Patient has about 3 months, no more drainage performed. When we removed the protective cap, the valve has fallen off. Emergency slide clamp was used. No patient harm.

Manufacturer narrative:
(B)(4) additional information received from the customer: the patient had little fluid. The catheter has now been explanted.